Event description:
Reportedly, during testing, there were 'clicking' and 'grinding' noises from the pump. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).